Manufacturer narrative:
Customer complaint of when the inserters were removed it revealed that the implants had broken was not confirmed, due to the broken implant was not returned for evaluation. Customer returned only one used device, item ckp-4500. Device trigger was not pressed in and no issues were found with the driver assembly. The threads in the driver were not damaged. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: precautions: -ensure proper selection of bone punch according to anchor size selection -avoid lateral loading while inserting the poplok knotless suture anchor -maintain proper alignment during insertion of the anchor and disengagement of the driver -proper selection and placement of the implant are important considerations in the successful utilization of this device this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that ckp-4500 device was using during a rotator cuff repair on (B)(6) 2019. One anchor was implanted and found to be broken in place upon removal of the inserter. The second anchor was found to be broken in the inserter. The implanted anchor had fragmented and the surgeon chose to leave the fragment in the patient. It is unknown if the fragment was in the hole or loose upon review, the reporter did not advise to this extent. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. The procedure was reported to have been completed successfully. This report is being raised on the basis of injury due to fragment's unknown location.